Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid (unknown concentration and dose) for non-malignant pain. It was reported that the device never seemed to work. The patient reported they felt a difference when they bolus but it did not manage their pain. The incision from the pump never closed and the patients family had cleaned it and put paste on it. The patient stated "the pump ended up going into 3% or whatever percentage". The patient reported they stated their temperature rose and their blood was poisoned. This was confirmed to be sepsis. On (B)(6) 2022 they had a temperature and on (B)(6) 2022 they stated they saw their doctor that stated "the pump isn't what caused this". The patient saw a wound infection doctor after that and they cleansed it and provided a cream. They reported they were there for 4-5 days in the hospital and gained 3 pounds of fluid in 3 days. The patient reported at their doctor appointment on (B)(6) 2023 they told them they were feeling slow, not at 50%, and their legs/knees didn't feel right. The patient mentioned they had a morphine trial sometime in (B)(6) that had been a mess due to finding they were allergic to morphine, despite using oral morphine after surgeries. The patient stated they had been itching everywhere and got a spinal headache so they had gotten a patch and benadryl and were out for 4-6 weeks. The patient confirmed morphine was never placed in the pump and mentioned having previous spinal surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.